Event description:
It was reported that during the implant procedure, the lead helix did not deploy after several attempts. The lead was removed and replaced. The physician tested the lead on the table and after more than 24 turns, the helix jumped out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed and analysis revealed the helix was distorted/bent. There was bloods in/on the helix mechanism and the lead was damaged at implant. Visual analysis revealed the helix full extended, was bent, and there was blood and tissue on it.